Event description:
It was reported that post implant of a realize adjustable band, the patient was losing restriction. Under fluoroscopy, a leak at the junction where the tubing goes into the balloon was observed. The situation was managed by adjusting the band monthly until replacement procedure could be scheduled. The patient is fine.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Leakage on near fold line one realize adjustable gastric band and 21.5 cms of catheter attached were returned for analysis. Visual inspection showed considerable staining and debris on balloon, band, catheter and considerable biodebris inside balloon. The band buckle had been cut (presumably for explant reasons). Three fold lines were observed. A small cut/crack is seen on one of the fold lines. A leak test was performed and confirmed the leakage at crack on the fold line. There were no other leakages identified. The complaint is confirmed reported event of loss of restriction. While it is not possible to provide a definitive root cause for the reported event it is noted that fluid leakage is a recognized event associated with gastric banding and the realize adjustable gastric band. Its causes and consequences are outlined within the product's instructions for use (IFU). Manufacturing practices were reviewed and it was noted that all devices are leak tested prior to lot release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event. DHR review could not be performed, no lot number information was provided.